Event description:
It was reported that an unspecified quantity of clearlink system non-dehp solution sets leaked at the from the 1st port (y-site) on the tubing, under the drip chamber, and from pin hole spots on the tubing. The sets were used to infuse chemotherapy medication. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b5: the leaks occurred at the y site on the tubing and at the drip chamber (previously submitted as leaked from the 1st port (y-site) on the tubing, under the drip chamber, and from pin hole spots on the tubing). Correction made to f10/h6: medical device problem codes: remove a041001. Correction made to f10/h6: component codes: remove g04134. Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.